Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly the customer delivered 10 units of insulin since cartridge was loaded, however value was approximate. The customer stated after delivering some insulin with the pump by bolus the value was accurate. The customer's blood glucose level was 115 mg/dl.